Event description:
(B)(6) reports via our clinical department about arthrofibrosis. The patient underwent an arthroscopy on (B)(6), 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.